Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the sample mesh test; however, the repair was not completed because the cutter is not repairable and was returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00805-1 e1 telephone number: (B)(6) g2 country: france

Event description:
It was reported that during surgery the device was not cutting properly as the holes in the graft were not consistent. The skin graft was not being pierced uniformly. There was no harm or impact to the patient. Another device was not needed to complete the surgery. The taken graft was not damaged. During product evaluation, it was found that the cutter failed the sample mesh test. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.